Event description:
See manufacturing #3004209178200804802. It was reported that a patient had a lead failure after a trip to a shopping center. The lead was replaced and the device system was fully functional. It was confirmed that the patient is well.